Event description:
User alleges pt was under going open-heart surgery (CABG re-do). Upon administering the 3rd bag of fresh frozen plasma (ffp), under pressure: upon pressurizating air was delivered to the pt. Pt was resuscitated but subsequently died. Doctor could not remember which level 1 i.v. Set was used, however they were using a level 1 h-500 fluid warmer with the h-2 pressure infusers.